Event description:
It was reported that the pump battery was unresponsive. Blood glucose level was recorded at 115.2 mg/dl, which is within the normal range. Technical support decided to replace the pump. Meanwhile, the customer was to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. The customer received instructions on how to put the pump into storage mode and agreed to return the faulty pump with a pre-paid label within 10 days.